Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v in the patient's eye and noticed the lens was torn. The surgeon removed the lens without enlarging the incision and replaced it with another staar model lens. No patient injury.